Event description:
Forcep jaw clasp broke and was unable to close during procedure after one or more biopsy specimens were obtained. The entire scope had to be removed from patient so that biopsy forcep jaw could manually pinched shut to withdraw from working channel. No noted injury to patient due to malfunction. FDA safety report ID# (B)(4).